Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the device slow down fecal leaking and the intensity had to be turned up so high that the battery failed in 20 months instead of up to 4 years. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their first battery died october 2018 within less than two years and that the device did not work unless the intensity was up around 8. No symptoms were reported and no further complications were noted or anticipated.